Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 08/09/2025, the user reported receiving restart alerts on their device. The device was restarted, and no further alerts occurred. Blood glucose was not affected.